Manufacturer narrative:
Device not returned for evaluation; device history records reviewed with no anomalies identified. Results: no anomalies identified on device history records.

Event description:
The penumbra system was used to treat a stroke patient. Upon using the separator 032 with the reperfusion catheter 032 in the patient, the tip of the separator separated. The separator tip was removed using an alligator. Another separator 032 was used, and the tip also separated. Removal of the second separator 032 was attempted. The patient died from a subarachnoid hemorrhage.